Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient was evaluated by their general practitioner, and although there were no signs of infection, the patient was administered a seven day course of antibiotics. No lab work was ordered. The patient was then seen by their surgeon who also examined the site and agreed that there were no signs of infection. The surgeon assessed that possible infection caused by procedure or inflammation of tissue as well that the patients pant line sits directly underneath the ipg which could be contributing to the patients pain. Infection was suspected but not confirmed. Following the course of antibiotics, the pain at the ipg site was much improved, only having site tenderness with pushing on it, which would be expected. The general practitioner, prescribed meloxicam to take as needed for discomfort.